Event description:
It was reported that the wireless footswitch was defective. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that wireless footswitch was defective. As a troubleshooting fse tried plugging and unplugging the charger, but there was no effect on the footswitch, and it was impossible to download the firmware. Fse confirmed the wireless footswitch was defective. The cause of the footswitch and base station malfunction cannot be determined by the supplier's part analysis. To resolve the issue, fse replaced the wireless footswitch and base station. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue, but it was related to the component fault. Based on the investigation results, philips concludes that the complaint is not reportable.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Corrected data: additional narrative. Corrected data: reportability. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that wireless footswitch was defective. As a troubleshooting fse tried plugging and unplugging the charger, but there was no effect on the footswitch, and it was impossible to download the firmware. Fse confirmed the wireless footswitch was defective. The cause of the footswitch and base station malfunction cannot be determined by the supplier's part analysis. To resolve the issue, fse replaced the wireless footswitch and base station. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.